Manufacturer narrative:
Submit date: 2017-july-11 an investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. No additional information was received for investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, the process and design failure mode effects analysis (pfmea and dfmea) were reviewed in order to identify the possible causes for the failure. The following potential causes were identified: machine malfunction, inspection failed or not performed, improper materials selected, user misuse, or defective material. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with a dialysis catheter. The customer states there was a leak at the junction of the extension tube and the bifurcate.

Manufacturer narrative:
Submit date: 2017/june/01. An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states there was a leak at the junction of the extension tube and the bifurcate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. One used palindrome catheter was received at the plant for analysis and investigation. The sample presented sings of use. A visual inspection of the sample revealed that the catheter was cut approximately 1 cm below the cuff and did not show any other visual issue. In order to confirm the reported condition, the catheter required functional testing. The sample returned was submitted to underwater testing and bubbles were detected coming out of a pinhole on the arterial extension of the catheter. The venous extension did not show bubbles during the test. An ishikawa diagram was used to determine the potential causes for this event. Manufacturing performs 100% visual inspection per procedure; therefore a leak or crack would be detected during this process. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. As per the instructions for use (IFU), the customer has to perform a visual inspection before using the device. The IFU cautions to not use the catheter if it is crushed, cracked, cut or otherwise damaged and that clamping the catheter repeatedly in the same spot could weaken the tubing. The IFU also cautions to exercise caution when using sharp instruments near the catheter because catheter tubing can tear when subjected to excessive force or rough edges. It instructs the customer to inspect the catheter frequently for nicks, scraped, cuts, etc., which could impair its performance. The reported condition was not identified prior to insertion of the catheter. The reported condition has been confirmed. Based on the testing evaluation it can be concluded that the device functioned as intended for an undetermined amount of time. The most probable root cause can be considered as damaged during use, caused by the use of strong cleaning agents, sharp object, excessive force during use or repeated clamping or other similar damage. The evidence provided is enough to discard the manufacturing process as a potential cause. No trends or triggers have been found, therefore, a corrective and preventative action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states there was a leak at the junction of the extension tube and the bifurcate.